Manufacturer narrative:
Two (2) actual samples were received for evaluation. Both samples were labeled as single use devices. A visual inspection was performed on the two returned devices and no cracks or holes were noted. An underwater leak test was performed and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified for the returned samples. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three stopcocks leaked during patient infusion. All 3 events involved a patient with no patient consequences. No additional information is available.